Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was in need of a repair because it displayed a update message, with no further information provided. There was no patient involvement.